Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified concentration of zosyn, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for occlusion. At that time, it was noted the container was empty, instead of an unspecified volume remaining. No specific event details were provided. There were no reported adverse patient effects. No medical interventions were required. The device was reported from clinical service. Though requested, no add'l info was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2013 at 1456, the device was programmed for intermittent delivery, with a 73 ml dose amount, 1hr dose time, 6 hr dose frequency, number of doses 4, with 0.4 ml/hr kvo rate, 325 ml. Container size, and kvo delivery was started. The device remained in use and delivered at the programmed intermittent mode. On (B)(6) 2013 at 1511, a new container was indicated and the delivery was started. Between 1357 and 1403, 6 proximal occlusion alarms occurred, the delivery was stopped and the device was powered off. Between 1429 and 1432, the device was powered on, delivery started, delivery stopped, and device powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.